Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Surgical intervention took place on (B)(6) 2023 where the ipg was relocated and sutured down. Effective stimulation was restored and the patient stated it already felt better.

Manufacturer narrative:
Date of event estimated. The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.